Manufacturer narrative:
The e801 analyzer serial number has been corrected to (B)(6), instead of (B)(6). The patient sample was repeated on a second analyzer, resulting in a troponin t value of 7.1 pg/ml. The repeat value of the sample was deemed correct. Medwatch field d4 has been updated.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 module. The sample initially resulted in a troponin t value of 158 pg/ml and it repeated as 6.73 pg/ml.

Manufacturer narrative:
Calibration and controls were acceptable. Upon review of the alarm trace for (B)(6) 2024, 20 sample short alarms, 33 sample clot alarms, and 263 sample foam alarms were observed. These are indicators of a sample quality issue. The gear pump head lifetime threshold has been reached. The syringe seal lifetime will be exceeded in the next 30 days. The investigation did not identify a product issue. The issue is consistent with insufficient pre-analytic sample handling.